Manufacturer narrative:
The investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
The customer reported the device was displaying channel error 571.6241. No patient involvement.

Manufacturer narrative:
This device was evaluated and repaired through the service repair process. Upon visual inspection the service technician noted that the rear case was dented at left side (bottom),indicated that it was dropped or bumped caused loose ferrite cable on power pcb and subsequently error 571.6241.reconnected cable from oridion pcb to j3 of power pcb.replaced broke rear case.replaced liui for bent internal pin . A review of the device history record showed the device had a manufacture date of 10/10/2017. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for s/n (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. Based on the findings, service determined that the proximate cause of the reported issue was due to a loose cable there are CAPA #'s noted for the following parts replaced that have an already existing CAPA. Iui damages/ ca-2018-0161. A review of the complaint history record in trackwise and sap was performed for the s/n (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer.

Event description:
The customer reported the device was displaying channel error 571.6241. No patient involvement.

Manufacturer narrative:
The affected device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported the device was displaying channel error 571.6241. No patient involvement.